Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient was using their kindle and the kindle cover had a magnet in it that could have caused the small interference and motor stalls while the kindle was on the patient's lap. The patient was advised not to use their kindle and the case close to their pump and to ensure that they does not lay it on their lap while using it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving ziconotide (25 mcg/ml at 10.298 mcg/day) via an implanted pump. The indication for pump use was spinal pain. It was report that the pump logs showed 3 separate motor stalls and motor stall recoveries. The first was on may 14th, the second was on may 26th, and the third was on june 3rd with the longest stall lasting just over 90 minutes. The pump had not stalled since june 3rd. During the call, the reporter and patient were questioned about any possible emi (electromagnetic interference) or magnetic interaction at the time of the stalls. The patient reported that she used a kindle every day and the times of the stalls likely lined up with when she might have been using it. It was reviewed that nothing magnetic should be put over the pump if at all possible, and the option of continuing to monitor the pump for any future stalls or pump alarms was also discussed.